Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the emitter power cord was replaced. The emitter power cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The cable jacket had separated at the lemo connector. The shield wire that should be visible has also separated and was no longer visible. A continuity test revealed an open at pin 1 of the usb cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was not getting communication to the axiem box. The navigation light was not illuminated. They tried another box which displayed the same behavior. The cord was very flimsy almost as if it is damaged inside. No patient was present at the time of the event.